Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The right atrial (ra) lead exhibited high impedance, low impedance and oversensing. The right ventricular (rv) lead exhibited high thresholds, high impedance and low impedance. Both leads were reprogrammed. The ipg was reprogrammed and will be explanted and replaced. No patient complications have been reported as a result of this event.